Event description:
Caller indicated the relion micro meter was giving variable readings. Customer says that the meter is not working properly a couple weeks ago, he got reading of 478 retested and got reading of hi. He did feel that his bg was high at that time, he took insulin based on the readings, he then started to feel like he was in insulin shock having extreme symptoms had to drink almost an entire bottle of honey for the remainder of the afternoon to keep his bg up. Customer says that he feels like the meter sometimes reads too high and sometimes too low feels that he has been mismanaging his diabetes for the last few weeks due to the meter, he is now in the hospital with diabetic ketoacidosis. Controls not used. Replacing product.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.